Manufacturer narrative:
Additional information indicates this was a commercial case, aortic position, and the patient was discharged day after procedure. As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. The images were provided by the complaint site and show the condition of the sheath distal tip after the procedure. Images show the distal tip of the sheath with a portion of the tip missing. The work orders related to the manufacturing of the device and component that could potentially contribute to the complaint were reviewed. Review of these work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. Review of the lot history for the related work order revealed no additional complaints for ¿sheath distal tip ¿ separated¿. A review of complaint history from september 2017 to august 2018 for the edwards esheath (all models and sizes) revealed the following returned complaints for the complaint code: ¿sheath distal tip ¿ separated¿. One complaint was confirmed, but no manufacturing nonconformances were identified in the returned device. Available information suggests that patient/procedural factors likely contributed to the reported event. One complaint was confirmed. A definite root cause was unable to be determined. However, available information suggested that a manufacturing non-conformance (insufficient scoring) may have contributed to the reported events. In response to previous complaints with confirmed nonconformances, a CAPA and a product risk assessment were initiated. The review of complaint data revealed that the complaint rate for the trend category (¿separated¿) did not exceed the august 2018 control limit. The esheath instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions or guidance involving esheath use. No IFU/training deficiencies were identified. During manufacturing, the esheath shafts were 100% inspected at component level. The device is visually inspect using a minimum of 3x magnification for wrinkles, kinks, bends, or mechanical damage on shaft, large delamination, circumferential oriented defects, protruding or missing material, dents, and cuts, witness lines with exposed ptfe liner, remnant lines, seam separation, stress line(s) on the liner, cross linking of hdpe (blue) across liner (clear), holes, tears on the strain relief or wrinkles along the working length of the strain relief, and presence of the c-marker band. The device is visually inspect tip for flash and excess material (tecoflex or hdpe slag) using a minimum 10x magnification. During manufacturing, the device components were visually inspect for general cleanliness using a minimum of 2.85x magnification. During manufacturing, the esheath distal tip was inspected. During manufacturing, visual and dimensional inspection are performed. During product verification testing, under a sampling basis, five (5) sample sheaths were visually inspected. All samples passed this test. The lots can only be released if the product verification samples pulled from each lot pass all required tests. The inspections outlined above support that it is unlikely that a manufacturing nonconformance contributed to the reported event. The complaint for ¿sheath distal tip ¿ separated¿ was confirmed based the condition of the device in the photographs provided by the complaint site. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. Furthermore, no IFU/training deficiencies were identified. As noted in complaint description, the patient had mild access vessel calcification and tortuosity. It is possible that the complaint event was caused by patient factors, such as access vessel calcification. Per (B)(4) rev. G, the esheath device is contraindicated for patients with tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. Upon insertion or removal of the esheath, it is possible for the sheath to get caught on, or scratch against, calcified regions in the access vessel. This can weaken the sheath and ultimately cause portions of it to become torn or separated. Available information indicates that patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause is unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances were identified, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required. The complaint for ¿sheath distal tip ¿ separated¿ was confirmed based the condition of the device in the photographs provided by the complaint site. Available information suggests that patient (access vessel calcification) may have contributed to the complaint. Due to the unavailability of the device, a manufacturing non-conformance is unable to be determined. Since no labeling or IFU/training inadequacies have been identified and review of the complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the applicable trend category, no corrective or preventative action is required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation ongoing

Event description:
As reported by field clinical specialist (fcs), upon removal of the 14fr sheath post transfemoral procedure, a piece of the sheath broke off and was only noticed upon removal of the sheath from the patient. The operator experienced no resistance advancing the sheath into the body, no resistance advancing delivery system through sheath, no resistance removing delivery system post successful valve deployment, and no resistance removing sheath from patient. After it was noticed that a piece of the distal sheath was missing, bilateral pedal arterial pulses were confirmed (present) by doppler. The minimum luminal diameter (mld) was 7mm with mild calcification and mild tortuosity